Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported during catheter placement that two catheters crinkled with one unable to advance through the wire. The third catheter cracked during placement and was removed. The procedure was not completed and will be re-attempted at a later date. There was no reported patient injury.

Event description:
It was reported that the catheter allegedly cracked during placement and was removed. There was no reported patient injury.

Manufacturer narrative:
It was also identified that the FDA rn number was incorrect and the correct FDA rn number 3006260740. This number will not be changed on the emdr so that this report will remain connected and identify that the event was reported to the FDA in a timely manner. Manufacturing review: the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. This is the first complaint reported to date for the corporate lot number. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: one locking pigtail universal drainage catheters was returned for evaluation. Visual, tactile, functional, and microscopic evaluations were performed. The complaint is confirmed for a cracked hub. The pigtail catheter was received with the distal portion of the catheter and the locking wire missing. A large c-shaped crack was observed on the proximal hub. The break surface on the c-shaped hub crack appeared rough and granular throughout the sample. The crack also appears to propagate throughout the hub. Although the definite root cause could not be determined, it is possible that a molding issue and/or excessively forceful manipulation of the hub contributed to the formation of the crack. Expiration date: 04/2020.